Event description:
It was reported that the patient with this implantable pacemaker device experienced seizure resulting in motor vehicular accident (mva). Boston scientific technical services (ts) reviewed the collection period and appeared that the device appeared to be functioning as programmed. As of this time, this device remains in service. No adverse patient effects were reported.